Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with no delivery. His blood glucose at the time of incident was 348 mg/dl. He attempted to treat with a bolus but received a no delivery alarm. The customer took his blood glucose by the end of the current call and it was 446 mg/dl. The customer declined troubleshooting for the high blood glucose. However, troubleshooting for the no delivery alarm did occur. The customer attempted to prime with the current set but received a no delivery alarm. The customer was unable to push insulin through with a plunger as well, and he reported greater than normal resistance with the plunger push. The customer disconnected and reconnected the infusion set and reservoir and was able to push insulin through the tubing. The customer was advised that the insulin pump functioned as designed and that the no delivery alarm was caused by an infusion set or reservoir occlusion. No products were returned or replaced.